Manufacturer narrative:
The lead was returned due to patient infection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer related number: 2017865-2018-12384; 2017865-2018-12385. During an in-clinic follow-up, a pocket infection was observed. The device and both the right ventricular (rv) and right atrial (ra) leads were explanted to resolve the event and the patient was stable.